Manufacturer narrative:
The product has not been sent in for analysis, yet. But customer stated that the handpiece has been used to lift cheek away. Also, a video has been supplied which shows that the push button is getting hot when it is pressed while instrument is running. This is a use against the instruction for use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazard from rotating dental bur or diamond grinder. Cuts, infection and burn injury. Never press the push-button while the dental bur or diamond grinder is rotating. Do not touch the dental bur or diamond grinder while it is rotating. Never touch soft tissue with the handpiece head or instrument cover. Remove the dental bur/diamond grinder from the contra angle handpiece after treatment to avoid injury and infection when putting it away. Qualification of personnel: application of the product by users without the appropriate medical training could injure the patients, the users or third parties. Make sure that the user has read and understood the instructions for use. Only employ the device if the user has the appropriate medical training. Observe national and regional regulations. The improper use of the device could lead to burns or injuries. Never touch soft tissue with the handpiece head or instrument cover.

Event description:
During a standard dental treatment, the handpiece heated up and burned the patient on inner cheek. Supplied pictures show a white area with the size of the instrument's head. Further details have not been supplied, yet.